Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the one touch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The pt reported a reading of close to 500 mg/dl on (B) (6) in the midday and took 15 units of humulin r based on the reading. He says he normally takes 25 units if the reading is over 450 mg/dl but she was getting ready to leave and do some running so she didn't take the full 25. After 30-45 minutes, she reportedly felt a headache, and also felt dreary, shaky, and hot. She said she tested her blood sugar on her mother's meter and obtained a result of 69 mg/dl. The pt had more food/drink to treat her symptoms. The pt said she takes humulin n and humulin r insulin. She takes 5 total units if the reading is 100 or 200 mg/dl, 15 units if the result is 300 mg/dl, 25 units if the result is 450 mg/dl and 30 or more units if the result is "hi". She says she generally uses 10 units of humulin n if 10 or more units is required and adjusts humulin r based on the sliding scale. She takes insulin in the morning and at supper and tests her blood sugar four times per day. According to the troubleshooting performed with customer service, the pt's testing steps were correct. The unit of measure was set correctly at the time of testing. This complaint is being reported because the pt alleged the meter read inaccurately high, took additional insulin due to the result, and suffered symptoms indicative of hypoglycemia.